Manufacturer narrative:
Polarsheath was evaluated by boston scientific. As received the luer was not attached to the flush lumen and it was not in the return packaging with the device. The flush lumen was examined to look for any trace of adhesive that would have been present to keep the luer attached. No residual adhesive material was found. The reported clinical observations were able to be confirmed.

Event description:
It was reported that during the preparation of a procedure to treat a paroxysmal atrial fibrillation (paf), a polarsheath was selected for use. The stopcock snapped from the side harm. Sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Section e1 initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a procedure to treat a paroxysmal atrial fibrillation (paf), a polarsheath was selected for use. The stopcock snapped from the side harm. Sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath is expected to be returned for further analysis.